Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge, and insulin gauge were inaccurate. The customer declined assistance regarding the issues. There was no reported adverse effect to the customer's blood glucose level.